Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, harvester about to cauterize the branch. Cutting tool was not working during branch management. There was no intermittent tone observed. Completed the procedure with the new one. There were no procedural delays. There was no patient harm or injury reported.

Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Updated - b4, b7, d9, g3, g6, h2, h3, h6, h11. The lot #3000430778 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.